Event description:
The customer reported that the system intermittently failed to power to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cable between the smart switch pcb assembly and the power control pcb assembly was evaluated and reseated. The system was tested and found to be working as intended and returned to service.